Manufacturer narrative:
The act button on the insulin pump had intermittent button response due to corroded keypad traces. The device was received with minor scratches on the display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, cracked batter tube threads, and cracked belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's father reported via phone call, the customer has been having issues with the act button not responding on the insulin pump. Customer's blood glucose was 193 mg/dl. Customer's father didn't recall any significant event which may have caused the keypad issues. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.